Event description:
At the beginning of shift it was reported that the patient's inserted PICC's end had came off along with the green cap. The catheter was still clamped. Team was notified. The pediatric surgeon was consulted and discussed new line placement with patient's mom. The catheter was dressed with chloraprep pads and alcohol, and then secured with foam tape to patient's chest. A new peripheral IV was started to make sure the patient received his antibiotics.